Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia. Customer also reported pump and transmitter was exposed to magnetic field and possible over delivery anomaly. The blood glucose value reported was 40 mg/dl was treated with carb intake. Customer also reported shaking symptom at the time of the event. The event involved product(s) mmt-1884, mmt-332a, mmt-242a, mmt-7040a. Troubleshooting was performed. Customer was using the auto mode/smart guard feature at the time of the event. Customer was using the insulin pump system within 48 hours of reported event. No further patient complications were reported. The customer will discontinue to use the insulin pump. Mmt-1884 was requested and customer response was the device will be returned. No product return is required for mmt-332a. No product return is required for mmt-242a. No product return is required for mmt-7040a.

Manufacturer narrative:
Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, active current measurement, sleep current measurement and displacement test. Unit passed dat at 0.0871 inches. Unit was successfully downloaded using thump. No unexpected alarms/alert/anomalies noted during testing. Unable to verify low bg's. Confirmed normal bolus delivered on (B)(6) 2025 01:18:03.000 of 0.175 u, (B)(6) 2025 01:18:11.000 of 0.175 u, (B)(6) 2025 01:23:05.000 of 0.125 u, (B)(6) 2025 01:23:11.000 of 0.125 u and (B)(6) 2025 01:28:05.000 of 0.05 u. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor or motor home switch. P-cap was attached and locked into place properly. The following were noted during visual inspection: scratched case. No unexpected alarms/alert/anomalies noted during testing. Unable to verify low bg's, shaking/tremors and exposed to magnetic field. No device problem found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.